Event description:
Boston scientific crm received information that this right ventricular lead was exhibiting impedance measurements greater than 2000 ohms. Additionally, the lead was not capturing at maximum outputs. As a result, a revision procedure was scheduled.

Manufacturer narrative:
This lead remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received.

Manufacturer narrative:
This lead was surgically abandoned. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Additional information was received that this lead was fractured due to clavicular crush. It was also noted that the rate had dropped to the 40s due to the loss of capture. As a result, this lead was surgically abandoned.